Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection of the lead revealed clavicle crush damaging/ breaching all cable lumens and inner coil lumen at the middle region of the lead with abraded/ breached polytetrafluoroethylene (ptfe) liner of the inner coil and ethylene tetrafluoroethylene (etfe) coating of one superior vena cava cable. The cause of the reported events was due to insulation damage consistent with clavicular crush.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that low pacing impedance and episodes of noise were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.